Event description:
It was reported that during the implant attempt, the sprint quattro secure lead was found to be too short for the patient. It was also reported the anatomy was too small to advance the attain lead well. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.